Event description:
Material: 309653 batch#: 5021299, 4332252. It was reported by the customer that some syringes have black dots inside. Whatever it is may come in into medication being mixed. Some syringes have white blemishes inside. Rcc received a complaint via email. Complaint category: foreign matter / material / dirty incident date: (B)(6) 2025. Details of complaint (reported issue): some syringes have black dots inside; pharmacy afraid whatever it is may come in into medication being mixed. Some syringes have white blemishes inside. Could be manufacturing issue. Please note: affected quantity unknown. Complaint noticed: prior to use problem frequency: a few times patient injury: no

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation: a report was received indicating the presence of black dots and white blemishes inside syringes. To support the investigation, five syringe samples were submitted for evaluation by the quality team. Of these, three samples were received in sealed blister packaging: two from lot 5021299 and one from lot 4332252. The remaining two samples were provided without packaging. Additionally, one empty blister package from lot 5021299 was included. A visual inspection was conducted using 10x magnification. Three of the five samples exhibited no visible defects or irregularities. The remaining two samples contained air bubbles located at or near the bottom of the syringe barrel. No other abnormalities were observed. The presence of air bubbles is consistent with gas entrapment during the molding process. A device history record (DHR) review was completed for material number 309653, covering lots 5021299 and 4332252. The review found no quality issues or deviations during the manufacturing processes that could be linked to the reported condition. No related quality notifications were identified, and all production and final inspection steps were performed in accordance with specification requirements. The returned samples will be used for associate awareness and training purposes. To date, no additional similar incidents have been reported for these lots. Based on the investigation and analysis of the returned samples, the customer-reported condition has been confirmed.